Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer tried troubleshooting by removing the cartridge and checking the o-ring, which was found to be damaged. Despite attempting several cartridge loads with guidance from technical support, they were unsuccessful. Consequently, the technical support suggested a replacement pump, but the customer, currently out of warranty, has not decided on pump renewal or an out-of-warranty loaner and plans to discuss options with the renewal team.